Manufacturer narrative:
Returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole tear was identified in the balloon shell at the sphere-adapter junction. The damage is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not working as a result of fluid loss in the balloon that resulted in the patient to have recurring incontinence that was noted on 11nov2020. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patients outcome was good following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working as a result of a fluid leak in the balloon with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patients outcome was good following the procedure.

Manufacturer narrative:
Returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole tear was identified in the balloon shell at the sphere-adapter junction. The damage is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working as a result of a fluid leak in the balloon with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patients outcome was good following the procedure.